Event description:
The distal tip is defective, would not advance. Manufacturer response for embolic protection device, spiderfx (per site reporter): talked to medtronic and they sent me form to complete. I am waiting to get shipping info to send the device back. When I get a follow up investigation letter, I will send it to you.